Event description:
An intravascular ultrasound (ivus) catheter was used in the left heart catheterization procedure. The physician attempted to cross the calcified lesion with the ivus; however, resistance was felt and it would not cross. The ivus was withdrawn from the pt's anatomy, to complete a guide catheter exchange, when the physician noticed the tip of the ivus catheter had fallen off while outside of the pt. The case was completed with another ivus catheter. The pt was reported to be in "fine" condition.

Manufacturer narrative:
(B)(6)